Event description:
Family member applied compound w freeze off to patient's leg to treat a wart. Leg went stiff and burned. Purchased product 2003, used first time 5 days later in the evening. Wart is in crease behind knee and burn is one inch across crease. Family member states they used per direction, however could still hear hissing sound, although not passing applicator while in contact with skin. Stopped application with patient's cries. Family member claims that application left one inch burn and says the leg was frozen as well, left mark and still hurts to move leg. No medical attention sought at the time of application/injury. Doctor consulted 3 days after application, diagnosis second degree burn.